Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the connecting tube has a dent; the connecting tube has a scratch; the connecting tube has discoloration; the plastic distal end cover has a scratch; the light guide lens has discoloration; the protector of the universal cord on control section side has a scratch; the scope connector cover unit has a scratch; the paint on the air/water cylinder is peeled; the forceps elevator lever has a scratch; the free-engage knob has a scratch; the up/down knob has a scratch; the right/left knob has a scratch; the switch box has a scratch; the scope cover has a scratch; the suction connector has a scratch; the suction cylinder is shaved; the universal cord has a scratch; the grip has a scratch; the adhesive on the bending section cover has a crack; due to clogging of nozzle, the air supply volume does not meet the standard value; due to clogging of nozzle, the water supply volume does not meet the standard value; due to clogging of nozzle, the water removal ability does not meet the standard value; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; due to wear of angle wire, the play of the up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope has defective air and water supply. The device was returned for evaluation. During the device evaluation, the nozzle has foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: -evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. -evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.